Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6) the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing loss of therapy and was unable to set their ipg to MRI mode due to high impedances. It was noted that the patient had a car accident prior. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively.